Manufacturer narrative:
(B)(4). The sample was returned and analyzed. Visual inspection confirmed the reported missing protector caps. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the missing port seal was determined to be misassembly during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protector cap was missing from a 15 liter cycler drainage set. This was noticed by the patient before the device was used for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.